Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the ok keypad button was unresponsive when pressed. At the time of troubleshooting, the reporter confirmed the keypad was intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact; however, the symbols are worn off the keypad buttons and are illegible. Testing confirmed no response to button presses on the up, down, and ok keypad buttons. The contrast and bolus button are appropriately functional. None of the keypad buttons on the keypad have normal spring back or click. The keypad cover was removed for investigation revealing corrosion and contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.